Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors did not had needle. The customer¿s blood glucose level was 206 mg/dl at the time of the incident. Sensor reported that the sensor filled with blood. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected two opened and used partial sensors and unable to confirm insertion/needle complaint due to customer return sensors no needles. Found both sensors (cannula) in full during analysis.